Event description:
In this event it is reported that eddy irrigation tip broke during use. Outcome of patient injury is pending.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Manufacturer narrative:
Nothing unusual to report was found during DHR review. No further investigation possible since no product received for investigation. Multiple unsuccessful requests for product return have been made and documented.